Event description:
It was reported during unpacking, the ultrasonic probe exhibited upon opening the new product, the probe had a sharp edge, which made it difficult to insert into the scope. There were no reports of patient involvement.

Manufacturer narrative:
E1(facility name) -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, and h11. The device was returned, and the evaluation confirmed the reported malfunctions. Based on the results of the investigation, the root cause was not established or determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No new information has been provided by the customer.